Event description:
It was reported that the customer had a low blood glucose level and no delivery alarm on the insulin pump. The customer's blood glucose level was 32 mg/dl. The customer was treated with sugar and drink a mountain dew. The troubleshooting was performed. The customer did not wish to continue and finish troubleshooting only wanted to ask general questions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.